Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile change/unresponsive) issue. It was reported that the abb (audio bolus button) was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings: examination, the audio bolus button was found to be intact without damage. On investigation, the audio bolus button had normal response when tested. Investigation did not duplicate the alleged audio bolus button issue. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places; below the bumper pad and between the bumper pad and the top of the compartment.